Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the image sensor unit, a problem with the internal board of the video connector, or a problem with the system. The event can be prevented by following the instructions for use which state: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection are shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instructions manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ''troubleshooting''. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4 ''returning the endoscope for repair''. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3 ''preparation and inspection'', do not use the endoscope and solve the problem as described in section 5.2, ''troubleshooting guide''. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ''returning the endoscope for repair''. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ''withdrawal of the endoscope with an irregularity''. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the allegation was confirmed; due to corrosion on the endoscope connector, the e315 error occurred. The additional evaluation findings were as follows: due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a crack, the scope connector had a scratch, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the light guide lens had a crack, the scope ID was not displayed, the plastic distal end cover had a scratch, the suction cylinder was shaved, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the scope connector cover unit had a scratch, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the "up/down" knob had a scratch, the connecting tube had a scratch, the "right/left" knob had a scratch, the switch box had a scratch, the scope cover had a scratch, the scope connector had a scratch, the universal cord had a wrinkle and scratch, the grip had a scratch, the control unit had a scratch and discoloration, and the flexibility adjustment ring had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite colonovideoscope had an e315 scope error. There were no reports of patient harm.